Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water.

Event description:
It was reported that the balloon of the catheter could not be deflated. It was later reported per additional information received via email on (B)(6) 2019 from the ibc representative, the reported event occurred during pretest.